Event description:
Healthcare professional reported "te breakage" and ¿te which was inserted in patient¿s body did not expand" on an unknown side. The status of the device is unknown.

Event description:
Healthcare professional reported "te breakage" and ¿te which was inserted in patient¿s body did not expand" on an unknown side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10,h.3, h.6. "Device evaluation: visual analysis of the returned device identified: wear abrasion and one opening extended on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior and one opening striated on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool. A sharp opening on the posterior assessed as an unidentified (tear) opening."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "te breakage" and ¿te which was inserted in patient¿s body did not expand" on an unknown side. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified an opening at the joining edge of the suture tab. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.1., d.4., d.7., g.5., h.4., h.6.

Event description:
The device has been explanted.